Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform product ID m977041a001, product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that when they hit the play button to bolus, it took about 15-20 seconds to get to 90% and then from 90% to 100% it took about a minute and was progressively taking longer and longer. The patient stated they had called a medtronic rep, and they told them to call patient services for a replacement. When the agent inquired about the event date, the patient stated this had progressively gotten worse and ¿it worked great for about 3 months when I got it,¿ but did not provide any further information. The agent reviewed considerations, but the patient stated, ¿I've had this over 5 years, that's not very comforting - it does this again I want this out of my body because it's not working right - so yeah, let¿s try that before I go to drastic measures here¿ in reference to pursuing getting the pump explant. The agent reviewed tele metry considerations and agreed to replace the handset. A replacement handset with compatible wallet case was requested from the repair department because the patient had had a telemetry delay at 90% on handset for a while and a medtronic rep told them to call for a replacement. It was noted that the patient was escalated during the call. No patient injury reported.